Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad¿s indicator light blinked continuously and the ilet remained around 50% charge, including when no device was on the pad, and the issue persisted after cable reseating. Symptoms included none related to blood glucose or adverse clinical effects. Outcomes included no alerts or alarms and no impact to blood glucose control. Investigation included user troubleshooting guidance to disconnect and reconnect the charging components. Investigation of this case revealed an apparent charging accessory malfunction consistent with a defective or malfunctioning charging pad. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.